Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer had failed and was not detected on the communication bus. The customer reported that the malfunction resulted delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 on the 5s station failed and was not detected on the bus. The field service engineer (fse) found half-height drawer 3.1 was intermittently not detecting cubie pockets, although the device was not actively failed. Diagnostics were used to remove all cubie pockets, and all rowtray connections were inspected. Then reseated all rowtray connections, and the device was reassembled. After reassembly, the device was rebooted. The customer successfully tested the drawer without issues and confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer had failed and was not detected on the communication bus. The customer reported that the malfunction resulted delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this incident.